Event description:
It was reported that cartridge alarm occurred and customer experienced persistent alarms with consecutive cartridges despite following loading guidance. Customer¿s blood glucose level was 587 mg/dl at time of event, and there was no indication of additional adverse outcome beyond this high reading. Customer gave correction insulin by injection using multiple daily injections, switched to this method as backup insulin therapy when pump use could not continue, and did not need help from emergency services or other third parties; technical support assisted with cartridge loading attempts, determined pump replacement was needed, arranged shipment of replacement pump, reviewed storage mode and return instructions for problematic pump, and advised customer to re-enter pump settings and reconnect continuous glucose monitor to replacement device.